Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable glucose results from accu-chek inform ii serial number (B)(4) for one neonate patient. The initial result at 00:27 was 35 mg/dl. The operator retested on the meter at 00:30 and got a result of 31 mg/dl. Within five minutes, they performed a laboratory draw and the result generated at 1:06 was 52 mg/dl. The operator then retested on the same meter at 1:15 and the result was 39 mg/dl. The customer then tested with meter serial number (B)(4) at 1:20 and the result was 64 mg/dl. The customer believed the results obtained from the laboratory and from meter serial number (B)(4) were accurate. There was no allegation of an adverse event. Both levels of quality controls tested at 14:54 on 26-oct-2017 passed. The same vial of strips was used to perform all tests on both meters. All results were obtained from heelsticks. The suspect meter and strips were requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Meters serial numbers (B)(4) were received for investigation and were tested with retention material and quality controls. Control ranges: level 1: 30-60 mg/dl; level 2: 261-353 mg/dl. (B)(4) results: contamination was observed in strip port : level 1: 45, 44, 44 mg/dl ; level 2: 310, 313, 313 mg/dl . (B)(4) results: level 1: 45, 46, 45 mg/dl ; level 2: 307, 308, 308 mg/dl . All results are within acceptable range. Information was not provided regarding the neonate patient's stress, blood flow to the site, tube/technique used, or condition of the patient at the time of comparison. All of these factors could have affected the accuracy of the results obtained. Other factors that could have affected the results include traces of food on the fingers or fatty residues from skin cream products, residues of water or disinfectant on the skin, or impaired peripheral circulation.